Event description:
Surgicel used during breast biopsy caused severe ureticarial reaction requiring oral and systemic steroid. Reaction did not stop until remaining surgical was removed by second surgery.